Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Clarification of the reported information and any additional information has been requested. No further details regarding patient, product or procedure were provided by the reporter as of yet. Should additional information be provided the file will be updated accordingly.

Event description:
According to the reporter; "when doing the test, doctor realized there are leaks in the suture line, that´s why, the surgeon had to make a manual suture to reinforce the suture. There was no patient harm.¿